Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not engage the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to apply the clip but when it was discharged, it did not complete the closure to discharge the clip. The medium-large clips were used in the procedure. The customer resolved the issue with a backup clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have grip input disk axis seven broken. As a result of the full break, functional testing for motion related issues cannot be performed. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.